Manufacturer narrative:
The device was unable to prime during testing, due to faulty gold force sensor resistor. The insulin pump passed displacement test and basic occlusion test. The insulin pump was received with stripped battery cap coin slot, cracked display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump battery cap was stuck and could not be removed. Customer's blood glucose was 68 mg/dl, which was treated with juice and yogurt. The insulin pump alarmed to indicate the battery was low, and customer was advised to discontinue use and stated she had a back-up plan to use. Customer was advised the device would be replaced and agreed to return the product for analysis.